Manufacturer narrative:
Event summary: visual inspection of flexcath sheath 4fc12/22104 showed the device was intact with no apparent issues. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. We suspect the valve disk is torn. In conclusion, the reported hemostatic valve leak issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the sheath port was leaking. The sheath was replaced. There was no patient involvement.